Manufacturer narrative:
H10: of the reported three reported malfunctions one was reassessed for reportability and determined to be reportable as a serious injury, will be submitted to FDA. H10: of the reported two malfunctions, lot number was provided for one malfunction and the lot history review were performed. For one malfunction the catalog number was updated as rf320j. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for both the malfunctions. Therefore, for both the malfunctions investigation is confirmed for the reported malposition of device, difficult to remove and patient device interaction problem. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device, difficult to remove and patient device interaction problem. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. Both male patients aged 56 and 65. All other patient details were not provided.

Manufacturer narrative:
H10: of the 3 devices, the product catalog number of 1 device was updated to rf320j (lot number gfua4064). H10: the lot numbers for two malfunctions are unknown, therefore the manufacturing reviews could not be conducted. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc, filter tilt, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model unknown g2 filter experienced a device malposition (tilt), difficulty to remove, and a patient-device interaction problem. These events were reported from various sources. All three (3) events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for any of the three (3) events.

Manufacturer narrative:
H10: of the 3 devices, the product catalog number of 1 device was updated to rf320j (lot number gfua4064). H10: the lot number for one malfunction was provided, a lot history review was performed. The devices have not been returned for evaluation. Medical records were provided for one malfunction. For one malfunction, the investigation is confirmed for the perforation of the ivc, filter tilt and retrieval difficulties. For remaining two malfunctions, the investigation is inconclusive for perforation of the ivc, filter tilt, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the events indicated that model unknown g2 filter experienced a device malposition, difficult to remove, and a patient-device interaction problem. These events were reported from various sources. All three malfunctions involved patients with no reported injury. One male patient was 65 year old. All other patient details were not provided.

Manufacturer narrative:
The lot numbers for these three (3) events are unknown, therefore the manufacturing reviews could not be conducted. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc, filter tilt, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model unknown g2 filter experienced a device malposition (tilt), difficulty to remove, and a patient-device interaction problem. These events were reported from various sources. All three (3) events involved patients with no reported injury. The patients¿ age, weight, and sex were not provided for any of the three (3) events.